Manufacturer narrative:
(B)(4).

Event description:
It was reported that during followup, the high voltage lead impedance was noted to be out of range but had stabilized. Physician decided to evaluate the system. No adverse consequences were reported, patient in stable condition.